Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no abnormalities, however, the unit was not ventilating. The unit was opened up for a visual inspection, and found that blower module had seized. With a soldering tool, carefusion was able to break the seizure. Carefusion then installed a known good blower module onto the unit and the unit passed 90.5 hours of extended bench testing, passed initial alarm volume test and failed initial final test with a slight non-conformance at measured peep due to a non-conforming exhalation module. Carefusion replaced the blower module, and the exhalation module to correct the issue.

Event description:
It was reported by the customer that while on a transport of a patient, the ambulance hit a hard bump and the ventilator stopped ventilating. The patient was removed from the ventilator and placed on CPAP with oxygen. The ventilator was belted on to the bench seat in the ambulance and there was no patient harm.